Event description:
The user facility reported the device "slipped" resulting in a laceration to the patient. No additional information has been provided, in respect to the patient details. This incident is related to MDR# 3004608878-2007-00009.

Manufacturer narrative:
As part of the investigation, a user facility representative was contacted. The representative said that the physician was not selling the 80# torque knob zero (0), which allowed the slippage to occur. The representative instructed the physician on the proper " " of the knob. Since the time of the instruction, lacerations have no longer occurred. To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.